Manufacturer narrative:
The manufacturer reviewed the pre- and post-op measurement printouts as well as the iol calculation printouts from the device. The calculation of the iol power performed by the device was correct. However, the measurement printout does indicate irregular keratometry readings, therefore it is recommended that a repeat measurement should be taken as precaution. The iolmaster user manual provides information for safety (000000-1322-734_doks_us_280709, page 68): "warning: to obtain consistent results we recommend checking the individual keratometer measurements and carrying out further measurements if necessary." In addition, the patient's medical history indicates an eye condition (i.e. Blepharitis) that may affect the cornea and tear film integrity. For such patients, care should be taken and repeated measurements are recommended over a longer period of time (i.e. One month) to ensure stability of the keratometry measurements. A number of factors not related to the lolmaster may have influenced the surgical outcome. The quality of keratometry measurements is highly dependent on stable tear film, correct fixation, and wide open eyes. The user manual describes in detail how to perform intraocular lens measurements and calculations, and contains warnings about relevant parameters.

Event description:
The healthcare professional (hcp) reported the following: the iolmaster was used for the patient's biometry measurements. An alcon sn6at8 lens with a power of +28.0d was used. The od post-refractive outcome after a cataract surgery with an intraocular lens (iol) implantation differed -4.50 d from the target refraction. The hcp made a decision to exchange the iol.